Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not pass a self-test; pacer lead test failed. There was no reported patient or user involvement and no adverse patient/user impact.